Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported: implant loss / loosening - inserted at least approx. 12 years ago, as it is an ankylos plus implant * called customer for missing ref, lot & doi: no further information available.